Event description:
It was reported that the patient thought her implantable neurostimulator recharger (insr) wasn¿t working properly. The patient also reported that her implantable neurostimulator (ins) battery charge was only lasting for four days and then it goes ¿dead.¿ the only way for her to recharge the ins is for her to lie on top of the insr antenna, and even then it took her two hours to get the ins ¼ of the way charged. Then the next day the ins battery charge would already be down to ¼. The patient stated again she really thought the insr wasn¿t working right because sometimes when recharging the insr would click and show all eight coupling boxes shaded, then all of a sudden three coupling boxes were no longer shaded. The patient and the manufacturer¿s representative (rep) both thought the insr wasn¿t giving the patient a full charge and was the cause of the ins battery charge depleting so soon. The patient had to recharge every other day, and every other day the ins battery charge was down to half. One day she recharged to full, then got up it was already down to ¼. It was noted she normally waited until the ins battery charged was down to ½ before recharging. Within the last month, the ins had ¿gone dead¿ on her four times, which had happened since the beginning of (B)(6). The patient saw the rep. And healthcare provider (hcp) on (B)(6) and they did all the testing on it to check it and the rep. Said the ins was doing what it was supposed to do. The patient was getting good coverage with it and she was o.k. Until the ins battery charged died. With her previous ins she could charge and go three weeks without having to recharge again but with the current ins she had to recharge every four days or it was dead. It was noted she had spinal cord stimulation (scs) since 2001 so she knew how it should work. The current ins was implanted in 2014 and she felt like it wasn¿t doing what it should be doing but she was getting good coverage, however, even with her current settings she couldn¿t imagine she should have to charge every other day to stay at half. The patient stated that a couple of times in the last month the ins just shuts off on her and she would use the patient programmer (pp) to check the ins status and the ins was off. She would then turn the ins back on and it would work, and it might be three weeks before it would do it again. Both times this has happened she was in a sitting position. It was noted she had the device that would tell her if she was sitting or lying. The patient reported that the rep. Told her she thought this had to do with the range not being right. The rep. Lowered the patient¿s range so it wouldn¿t think that the patient was lying down when the patient was sitting up. It was noted the patient doesn¿t turn the ins off; it was on 24/7. The manufacturer¿s representative (rep) further reported that she checked the patient¿s device just before the christmas holiday and impedances were all normal. It was around the christmas holiday that she learned of the patient¿s frequent recharging. The clinician programmer showed the patient was charging for only 30-45 minutes at a time and the patient wasn¿t charging the device to 100%. Based on the patient recharge intervals her recharging was not out of the norm. The patient was discouraged because with her previous device she didn¿t have to recharge as much. The patient had simple programming as receiving effective therapy. The rep. Was going to follow-up with the patient on (B)(6) to see how things were going. She encouraged the patient to charge to 100%. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3487a-33, lot # j0016060v, implanted: (B)(6) 2001, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID neu_recharger_acc, serial # unknown, product type recharger; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).